Manufacturer narrative:
Continuation of d10: product ID 97745ac , serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is not functioning. Patient stated the controller was replaced a few months ago. Controller showed ins 100% and controller red. Patient services assisted patient with resetting the controller, after resetting, the controller screen is blank and unresponsive when plug into the outlet. Patient service asked patient to inspect the ac power cord for damage and patient said there is no visible damage to the ac cord. Agent confirmed there is a green light on the ac power supply box when pluginto the outlet. Patient mentioned he tried 3 different outlets and the screen is still blank. Agent asked patient to place aa batteries in the controller and controller power on with ins 100% and controller 100%. Agent asked patient to connect controller to outlet without batteries and controller does not power on, controller power on with batteries and not plug into the outlet. The issue was not resolved. An email was sent to the repair department to replace the ac power cord. (2call recording).